Event description:
Patient revised to address polyethylene wear of insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene based on insufficient product information and unavailability of the product to examine. However, polyethylene wear after approximately 16-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.